Event description:
It was reported that the zimmer electric dermatome device didn't work at all. The surgery was completed by using another unit. It took 3 hours to prepare the replacement unit. There was no report of harm to the patient by the hospital.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.